Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip presented a rupture and there was forward firing. Due to this, the procedure was completed using another device. There were no patient complications.